Event description:
It was reported that the patient with this artificial urinary sphincter experienced a fluid loss in the system. A replacement surgery was performed, during which the physician explanted and replaced the balloon and pump. There were no patient complications.